Event description:
It was reported that the procedure was cancelled. A rotablator was selected for use. During the procedure, the whole set of single-use device could not be used normally due to the advancer was leaking gas. The procedure was cancelled. There were no complications, and patient was stable post procedure.

Manufacturer narrative:
D4. Lot number: detailed product information was not provided to bsc. Good faith effort attempt was made to try and retrieve the product details.